Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that surgeon noticed tiny spot of vertical gas breakthrough while lifting the flap at three and nine o'clock positions in the right eye of the patient during refractive surgery as a result the surgeon put the flap back into position and decided to postponed the treatment before it heals back and refraction become stable as well. Doctor suspected that vertical gas breakthrough was due to previous treatment where thickening of epithelium tissue was reported with an ablation depth of sixty five microns.